Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a wb error (warm boot excessive errors), and technical services (ts) was consulted for further review. Per ts, the device encountered multiple mcr (mission critical register) errors on 08-may-2026. This indicates there was corrupted data in the register. These errors occurred all at once. Per ts, this could be due to a transient corruption of the registers themselves or the code which performs the data validation. It appears the subsequent reset successfully restored the firmware and register values to normal operation. There have been no subsequent mcr errors following the reset. This may be a one-time, soft error, seu (single event upset) related event, and ts does not expect the error to recur. No adverse patient effects were reported. This s-ICD remains in service.